Event description:
Customer reported on (B)(6) from the netherlands that their elvie pump was leaking and reduced in suction power. The customer advised that they were on prescribed medication for the treatment of mastitis and their doctor suspects that the cause of the mastitis was insufficient suction power on the pump before it stopped working.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have provided a replacement valve to the customer and provided some troubleshooting advice regarding low suction. The customer care team have reached out to the customer since to confirm if the issues have been resolved, however, no response has been received to date. If any additional information is found to support the investigation, a follow up report will be sent.